Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. Thirty nine charge processes had been documented. The device had been implanted for 104 months, and the device status was eos. The eos state was detected after the explantation on (B)(6) 2018. The charge drawn from the battery was checked and proved to not meet expectations. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. The detection was followed by a charge process, which was aborted due to an already seriously discharged battery. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. The battery voltage was measured. A discharged battery was detected. The electronic module was then connected to an external voltage source and underwent an electrical function check. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. Especially the analysis of the current uptake of the electronic module did not show any abnormalities. The battery was returned to the manufacturer of the battery for an extensive analysis. First, the production documents of the battery were reviewed, which did not show any anomalies. Subsequently, the voltage and the heat tone of the battery were checked. The measurement of the battery voltage confirmed a discharged battery. A performed microcalorimetric measurement showed an increased heat tone of the battery. The battery was then opened, and the internal structure was visually inspected. The visual inspection found an internal short-circuit. This short-circuit enabled an increased battery-internal self-discharge that contributed to a premature battery depletion. In summary, the device had been implanted for 104 months. Premature battery depletion was confirmed during the analysis of the ICD. An increased self-discharge of the battery contributed to the clinical observation. The electronic module proved to be without defects during the analysis. Based on the analysis, it can be assumed that the therapy functions critical for the safety of the patient were available without restrictions during the implantation time.

Event description:
Ous MDR. After an implantation period of approximately 104 months, this ICD was explanted due to battery depletion.